Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms were confirmed via the submitted and downloaded log file. A review of the log files spanned approximately 1 day (B)(6) 2021 per time stamp). Between (B)(6) 2021 at 09:42 and (B)(6) 2021 at 06:41 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarms were not associated with a power source exchange. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The heartmate3 system controller (serial (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain appropriate actions to take for all alarms including power cable disconnect, and low voltage advisory alarms no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had alarms of power cable disconnect, low power advisory, yellow led, and intermittent beeping. Log files confirmed the loss of power always on white cable although nearly fully loaded batteries were connected. The clinic decided to exchange the controller due to a suspected issue with the white power cable. The affected controller will be returned.